Event description:
Patient placed on lifepak-10 external pacemaker for bradycardia. Rate set to 60, ma set to 185. The pacer functioned for about 15 minutes and then the patient's EKG tracing was flatline, with no pacing or capture. Patient immediately (within one minute) changed to standby lifepak-10 which was an emergency cart approximately 10 feet from the bed. Discontinued unit tested by hospital biomedical engineering which demonstrated that monitor and batteries were functional.physio-control concurred with results and noted that momentary interruption of signal transmission is meant to turn pacer off to eliminate risk of shock to person who reattaches electrode pad. Patient expired approximately two hours later.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.